Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that during a mechanical thrombectomy procedure while aspirating and pulling back the catheter (subject device), the shaft of the subject catheter was broken at the proximal end. The procedure was completed successfully. There were no clinical consequences to the patient.

Manufacturer narrative:
The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the catheter shaft was broken approximately 9cm from the catheter hub. The catheter tip and hub were intact. There was blood present in the catheter shaft. Functional inspection was not required as the defect was confirmed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation. It is probable that the device was broken during removal from the patient. An assignable cause of procedural factors will be assigned to the event as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a mechanical thrombectomy procedure while aspirating and pulling back the catheter (subject device), the shaft of the subject catheter was broken at the proximal end. The procedure was completed successfully. There were no clinical consequences to the patient.